Manufacturer narrative:
Novocure's medical opinion is that a contribution of the array placement to wound infection cannot be ruled out. Contributing factors for wound infection in this patient also include prior radiation and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A male patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2020. On (B)(6) 2020, novocure was informed that on an unspecified date, the patient had been hospitalized due to a bone flap infection at the craniotomy surgical resection site (last surgical resection unknown). Optune therapy was permanently discontinued. Patient underwent wound revision surgery and the infected bone flap was removed. Per prescribing physician, the infecton was related to prior radiation treatment and was not related to optune therapy.